Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity rx drug eluting stent to treat a severely calcified and non-tortuous diagonal lesion exhibiting 80% stenosis. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed the lesion was pre-dilated (1 inflation at 14atm). During the procedure, the device did not pass through a previously deployed stent. No excessive force was used during advancement. It was reported that the struts of the stent were damaged while positioning the stent in the diagonal artery, therefore the stent was replaced by another resolute integrity stent. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.

Manufacturer narrative:
Evaluation summary: device was returned with stylette and sheath attached. The stent was positioned on the balloon between the marker bands, however the stent has been pulled proximally away from distal marker band. Deformation was evident to the 1st to the 15th stent wraps with struts raised, overlapping and bunched. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.